Manufacturer narrative:
The referenced pump exchange for thrombus was reported under medwatch MFR report #2916596-2018-00801. (B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was in the intensive care unit following pump exchange for pump thrombosis on (B)(6) 2018. Post-exchange pump powers were elevated, and device thrombosis was suspected. On (B)(6) 2018, it was reported that a 30 hour period with a significant increase in lvad power between (B)(6) 2018 occurred. The pump power had since returned to baseline. This was reportedly the second such increase since pump exchange on (B)(6) 2018 and was consistent with power elevations experienced prior to pump exchange. No additional information was provided.

Event description:
Additional information: it was reported that the patient had elevated lactate dehydrogenase (ldh) and pump power elevations. The patient was discharged home after recovery from surgery.

Manufacturer narrative:
Section b5: additional information. Section b5: the referenced pump exchange for thrombus was reported under medwatch MFR report #2916596-2018-00801.

Event description:
Additional information: it was reported that the patient had elevated lactate dehydrogenase (ldh) and pump power elevations. The patient was discharged home after recovery from surgery.

Manufacturer narrative:
Section b5: additional information. Section b5: the referenced pump exchange for thrombus was reported under medwatch MFR report #2916596-2018-00801.

Manufacturer narrative:
Section b5: corrected information. Section g7: corrected information. This follow-up report is listed as follow-up #3 although this is the second follow-up medwatch submitted for MFR report #2916596-2018-00938. The previously submitted follow-up report was incorrectly listed as follow-up #2, when it should have been follow-up #1.

Event description:
Corrected information: the information provided within the previous supplemental report was the same information as was previously reported within the initial medwatch MFR report #2916596-2018-00938.

Manufacturer narrative:
Section b5: additional information. Section g7: this follow-up report is listed as follow-up #4 although this is the third follow-up medwatch submitted for MFR report #2916596-2018-00938. The previously submitted follow-up reports were incorrectly listed as follow-up #2 and #3. No follow-up report was submitted listed as follow-up #1.

Event description:
The patient¿s lactate dehydrogenase (ldh) was greater than 700 u/l on (B)(4) 2018 and decreased to approximately 400 u/l on (B)(4) 2018. The patient was placed on enoxaparin bridge until inr was therapeutic.